Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date and then left total knee on june 1992. Revision procedure was performed on right knee in 2005. Articular surfaces of the tibial and patella components were found worn. Patella and tibial components were replaced.